Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause was not chosen due to a lack of information. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed due to a lack of information. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the target temperature was 98.6f, but patient temperature has dropped below target and is 92.5f. Nurse stated device was stopped right now because they were changing out the pads. Tdi shows 2 bars trending downward. Patient was having seizures. Confirmed water temperatures had been 106-107.9f range and noted that the device appears to have been responding to the low patient temperatures appropriately. Mis discussed medications administered to address seizure activity. Nurse confirmed there was a good bit of exposed abdomen when pads were on. Mis explained importance of abdominal coverage and encouraged them to add a universal pad to the abdomen. Mis suggested adding a bair hugger or warm blankets to the hands, head and feet. Also discussed utilizing vent warmer and humidifier for additional assistance. Mis noted with high water temperatures they would likely start receiving alerts about patient being exposed to warm water for extended periods of time. Nurse noted these alerts were safety alerts that encourage diligent skin checks according to hospital protocol. Mis noted they were welcome to call back with any additional questions/concerns. Second call from same day, nurse stated they changed device because they thought the other one was not working properly. However, the patient temperature was 33.7c, target temperature was 37c and water temperature only 30c. Nurse thought water should be warmer. Mis confirmed normothermia was set at rate of 0.25c. Therapy had only been running for about 10 minutes on this machine. Mis explained device makes slow incremental changes to the water and the device was trying to warm the patient in a controlled manner. Good pad coverage. Bair hugger in place. Mis recommended nurse make no other changes and call me back if there were any alerts or alarms. Mis suggested watching the two yellow lines to ensure they were trending together.

Event description:
It was reported that the target temperature was 98.6f, but patient temperature has dropped below target and is 92.5f. Nurse stated device was stopped right now because they were changing out the pads. Tdi shows 2 bars trending downward. Patient was having seizures. Confirmed water temperatures had been 106-107.9f range and noted that the device appears to have been responding to the low patient temperatures appropriately. Mis discussed medications administered to address seizure activity. Nurse confirmed there was a good bit of exposed abdomen when pads were on. Mis explained importance of abdominal coverage and encouraged them to add a universal pad to the abdomen. Mis suggested adding a bair hugger or warm blankets to the hands, head and feet. Also discussed utilizing vent warmer and humidifier for additional assistance. Mis noted with high water temperatures they would likely start receiving alerts about patient being exposed to warm water for extended periods of time. Nurse noted these alerts were safety alerts that encourage diligent skin checks according to hospital protocol. Mis noted they were welcome to call back with any additional questions/concerns. Second call from same day, nurse stated they changed device because they thought the other one was not working properly. However, the patient temperature was 33.7c, target temperature was 37c and water temperature only 30c. Nurse thought water should be warmer. Mis confirmed normothermia was set at rate of 0.25c. Therapy had only been running for about 10 minutes on this machine. Mis explained device makes slow incremental changes to the water and the device was trying to warm the patient in a controlled manner. Good pad coverage. Bair hugger in place. Mis recommended nurse make no other changes and call me back if there were any alerts or alarms. Mis suggested watching the two yellow lines to ensure they were trending together.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.